Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and pelvic pain ("severe pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Events: migration, menorrhagia (heavy menstrual bleeding),severe pain and bleeding were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and device expulsion ('migration/migration of essure device location of device: into the uterus.') In an adult female patient who had essure (batch no. Cs000z2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystectomy on (B)(6) 2020, dermoid cyst, biliary colic, chronic gastritis, chronic cholecystitis, cholesterolosis of gallbladder and chronic inflammation of orbit, unspecified. Patient underwent essure confirmation test. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("severe pain/lower pelvic"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), genital haemorrhage ("bleeding") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (was excised surgically in (B)(6) 2017.). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, genital haemorrhage, heavy menstrual bleeding and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: essure insertion date provided in pfs: (B)(6) 2016, trailing coils: left 3 and right 4, the patient did not have essure removed. She did not undergo essure confirmation test. (Discrepancy noted as per pfs) discrepancy noted in date of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2017: pregnancy. Imaging procedure - in (B)(6) 2016: essure confirmation test(s) conducted, however, results were not provided. Batch no: cs000z2, production date: 2015-10-29, expiration date: 2018-03-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and device expulsion ('migration/migration of essure device location of device: into the uterus.') In an adult female patient who had essure (batch no. Cs000z2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dermoid cyst. Patient underwent essure confirmation test. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("severe pain/lower pelvic"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (was excised surgically). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, genital haemorrhage, menorrhagia and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure insertion date provided in pfs : (B)(6) 2016. Trailing coils: left 3 and right 4. The patient did not have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2017: pregnancy. Imaging procedure - in (B)(6) 2016: essure confirmation test(s) conducted, however, results were not provided. Batch no: cs000z2, production date: 2015-10-29, expiration date: 2018-03-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: pfs received: onset date of event: pelvic pain was added. Essure confirmation test date was updated. Event:migration. Were updated to migration of essure device location of device: into the uterus. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and device dislocation ('migration') in an adult female patient who had essure (batch no. Cs000z2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dermoid cyst. Patient underwent essure confirmation test. On (B)(6)2016, the patient had essure inserted. In (B)(6)2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and pelvic pain ("severe pain"). The patient was treated with surgery (was excised surgically). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, menorrhagia and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure insertion date provided in pfs : (B)(6)2016. Trailing coils: left 3 and right 4. The patient did not have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6)2017: pregnancy. Imaging procedure - in (B)(6)2017: essure confirmation test(s) conducted, however, results were not provided.. Batch no: cs000z2, production date: 2015-10-29, expiration date: 2018-03-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and device dislocation ('migration') in an adult female patient who had essure (batch no. Cs000z2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dermoid cyst. Patient underwent essure confirmation test. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and pelvic pain ("severe pain"). The patient was treated with surgery (was excised surgically). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, menorrhagia and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure insertion date provided in pfs : (B)(6) 2016 trailing coils: left 3 and right 4. The patient did not have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2017: pregnancy. Imaging procedure - in (B)(6) 2017: essure confirmation test(s) conducted, however, results were not provided. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received : events "pregnancy (ectopic), device ineffective", reporter, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.